Event description:
Pt was undergoing a routine hemofiltration treatment (#15). Apporoximately 1 hour and 10 minutes into the treatment the pt developed major shaking, chills. Hemofiltration was stopped and the blood was rinsed back to the pt. Within 5-10 minutes of stopping hemofiltration,the pt's shaking and chills slowly improved. Pt reported that they had chills after treatment the previous day as well. Post treatment bp was 91/58 and pulse rate 100bpm. Pt received 400ml of normal saline and repear bp was 136/66 and pulse of 93. In 2002 the pt's blood culture was positive for pseudomonas aeruginosa. Pt is being treated iwth ceftazidime IV. Pt is feeling well and repeat blood and urine cultures are negative.